Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Device name-collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found the haptic and optic torn. The lens was returned in 3 pieces.conclusion code: off-label use (non-staar injector used) (B)(4).

Event description:
The reporter indicated that as the cq2015a intraocular lens, diopter +17.0 was being injected into the patient's eye, the lens "kinked." Reportedly, this was due to technician error. The lens was not fully implanted. A back-up lens was implanted within the same surgery. Claimant states that a non-staar injector system was used. No additional information available. Date of occurrence is (B)(6) 2017.